Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2009 patient presented with preoperative diagnosis: foraminal stenosis l5-s1. Degenerative disc disease, l4-l5 and l3-l4 with entire disk disruption. Operation: endoscopy foraminotomy. Diskectomy. Interbody fusion, l5-s1, using nuvasive cage, bone morphogenetic protein. Then, endoscopically followed by an open dynamic stabilization was the approach, using the globus dynamic system. Microscope was used. Per-op notes: bony endplate was prepared for fusion using disk space shavers, corets, and pituitary rongeur. Surgeon measured the cage to be size 9 x 14 x 30. The 2 bone morphogenetic protein (bmp) sponges, 1 into the cage and 1 into the space were introduced. One in the space followed by the cage. Cage was introduced and twisted in position. Position was good in ap and lateral view. The handle was removed. Tisseel was used to prevent bony overgrowth. On 13 aug 2009 patient discharged. On (B)(6) 2006 patient presented for follow-up visit. X-rays: lumbar plain films: number of views: 3. Films reviewed. Posterior fusion with instrumentation l5-s1. Lumbar dynamic stabilization of l3 bilateral, to l5 bilateral. On (B)(6) 2009 patient presented follow-up visit. The patient continues to have pain with posterior lumbar symptoms. The pain radiates into the right foot. Denies bowel/bladder dysfunction, numbness and tingling, weakness. X-rays: lumbar plain films: number of views: 3. Films reviewed. Posterior fusion with instrumentation l5-s1. Lumbar dynamic stabilization of l3 bilateral, to l5 bilateral. On (B)(6) 2009 patient presented for follow-up visit. The patient continues to have pain with posterior lumbar symptoms. The pain radiates into the right foot. Denies bowel/bladder dysfunction, numbness and tingling, weakness. X-rays: lumbar plain films: number of views: 3. Films reviewed. Posterior fusion with instrumentation l5-s1. Lumbar dynamic stabilization of l3 bilateral, to l5 bilateral. Posterior fusion with instrumentation l5-s1. The graft at l5-s1 is in good position. On (B)(6) 2009 patient presented for follow-up visit. The patient continues to have pain with posterior lumbar symptoms. The pain radiates into the right foot.